Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the o ring part of the insulin pump has broken. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
Device received with no damage noted to the retainer or the reservoir tube o-ring. Reservoir was able to lock in place in the reservoir compartment. Device passed the displacement test.